Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) who reported that there was a power on rest (por) condition with the patient's ins. The meaning of the por was reviewed with the hcp. No patient symptoms were reported. No complications were reported or anticipated.